Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and non calcified upper arm shunt vein. On the first inflation the f/g sterling otw 6.0 x 40/40 (4f) balloon was inflated to six atmospheres. On the second inflation the balloon was inflated to ten atmospheres. On the third inflation the balloon was inflated to twelve atmospheres and ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).